Event description:
An arrow triple lumen catheter was placed in pt in 2009. It began to leak at the blue connector. Surgeon tried to repair it but continued to leak. A new catheter was put in, but it leaked as well. Pt was discharged so second leaking triple lumen was removed.